Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge pigtail during the fill tubing process. Multiple cartridges and infusion sets were used. Issue did not resolve. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 135 mg/dl.